Event description:
It was reported that the vf detections were turned "on" prior to implant. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.evaluation summary: (B) (4) no anomalies found.